Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The ability to cross a lesion can be impacted in numerous ways. Some of the contributing factors may consist of, but not limited to, patient anatomical condition, patient disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support. Potential causes for stent dislodgement, may include improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during preparation for use, negative pressure during sheath removal, forced sheath removal, handling of the stent during preparation for use. All stent delivery system (sds) are inspected for profile dimensions, proper stent placement and crimped stent outer diameter. In addition, as part of product release testing, a sampling of units is destructively tested for stent dislodgement force. The device was not returned to abbott vascular for analysis. There were no anatomical lesion characteristics reported; however, the reported failure to cross and unstable stent suggests there may have been challenging anatomical conditions. It is possible that interaction with the lesion characteristics may have to the reported failure to cross and subsequently resulted in the unstable stent. Although a conclusive cause can not be determined, there is no indication of a product quality deficiency. A search of the lot history record indicated no related nonconforming material records for the lot. Additionally, a query of the complaint handling database was performed and revealed no other incidents reported for unstable stent or stent dislodgement for this lot.

Event description:
It was reported that the procedure was to treat a lesion in the mid circumflex artery. Pre-dilatation was performed and the 2.25 x 18 mm xience v stent delivery system (sds) was advanced; however, resistance was met with the vessel and the device did not cross the lesion. The device was removed without issue. After removal, the stent felt loose on the balloon; therefore, the device was discarded and a new 2.25 x 18 mm xience v sds was used to complete the procedure. There were no adverse patient effects. No additional information was provided.